Manufacturer narrative:
Patient identifier - requested but not provided, age and date of birth - requested but not provided, sex - requested but not provided, weight - requested but not provided, ethnicity - requested, information not received, race - requested, information not received, expiration date - unknown due to unknown lot number, UDI - unknown due to unknown lot number, implanted date: device was not implanted, device manufacture date - unknown dud to unknown lot number. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record could not be conducted due to the lot number being unknown.

Event description:
The user facility reported that while the user did the pullback step to set the anchor, the user had no click and felt like it is broken. It was reported that the user could not pull harder. Then when the user removed the whole system they had to do manual compression for more than 30 min. It was reported that there was no blood loss. It was reported that the patient wasn't harmed. It was reported that the system was removed easily. There have been no clinical consequences or procedure delay.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update and to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.